Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after treating a glucose reading of 88 mg/dl with approximately 20 g of juice, with subsequent readings rising to 193 mg/dl and later 233 mg/dl, and the user also navigated an insulin supply change using insulin from a pen to fill the cartridge, performed a rewind, filled tubing and cannula, and resumed delivery with a new infusion set and connector. Symptoms included thirst. Outcomes included no need for medical intervention, no use of backup therapy for correction during the initial event, no ketone testing, and continued monitoring until glucose trended down to 200 mg/dl. Investigation included troubleshooting and education, guided reconnection, and verification of tubing fill and cannula fill with delivery resumed. Investigation of this case revealed no confirmed device malfunction, with hyperglycemia of unclear cause and successful restoration of insulin delivery after infusion set and tubing replacement. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.